Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) as well as the right atrial (ra) lead dislodged. An invasive revision procedure was performed and both leads were explanted and replaced without complication. To date, no adverse patient effects were reported with this clinical observation.